Event description:
The mti flowrider plus 1.5f flow directed microcatheter was used for infusion of liquid embolic material (onyx) during a left front basal arteriovenous malformation. Once the catheter was intranidal, onyx 18 was injected. Approximately 0.15-0.2 cc were injected over a 1 minute 30 second interval. The injection was interrupted for 6 minutes and was resumed. After about 0.05 cc onyx was noted exiting the tip and continued to inject a total of 0.15-0.02 cc over a 3 minute period (approximately). While some onyx was penetrating the nidus, the physician thought he had injected more than seemed to be embolized. An angiographic run was performed and no anomalies were observed. The catheter was withdrawn and onyx was noted to leak from the guiding catheter into the left internal carotid artery. Retrieval of the onyx was attempted using loops and ptca balloons. Subsequently, the pt died.